Event description:
It was reported that "mixed product" was rec'd. A 6cfn box contained a size 6dfen device. The info rec'd was very limited. The involved device was returned and submitted to the analytical lab for eval.